Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered after completing the pd treatment. The patient was not connected during incident as it was discovered when the treatment was completed and the patient¿s spouse was breaking down the machine in step 9. Fluid was noted leaking from inside the machine when the cassette was being removed. The cause of the leak is unknown. The patient¿s spouse was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the spouse stated that one manual treatment was performed during the absence of a cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available to be returned for analysis.

Manufacturer narrative:
The complaint sample is not available for manufacturer physical evaluation. The third party carrier tracking number was verified and no information was found that the customer sent the sample.as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered after completing the pd treatment. The patient was not connected during incident as it was discovered when the treatment was completed and the patient¿s spouse was breaking down the machine in step 9. Fluid was noted leaking from inside the machine when the cassette was being removed. The cause of the leak is unknown. The patient¿s spouse was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the spouse stated that one manual treatment was performed during the absence of a cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available to be returned for analysis. The cycler is available to be returned for investigation as well.